Event description:
In 2000, the MFR (MFR.) Received medwatch report (uf# 13-000320000001, that states the following: physician was unable to access pt's device. Pt was referred to a surgeon for follow-up. A radiology test with dye was performed which indicated leakage at the hub. Pt was taken to surgery and the device removed. The catheter was noted to be severed near the hub. No further details were provided at this time.